Manufacturer narrative:
Results of investigation: the device was returned to the vyaire and the technician found that the transducer alarm recorded on the event logs. Pt800 was successfully calibrated not having effect on vte after calibration. Transducer fault at power up/auto zero with the successful calibration of transducer indicates that the auto zero solenoids can be slow to respond. Slow solenoid can intermittently result in a bad auto zero calibration at power up and operational auto zero checks, solenoid failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. However, service call was dispatched and vyaire technician found out upon evaluation that the device failed in exhalation flow transducer calibration. Main board needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela comp d is giving vent inop and motor fault. There is no patient involvement in this reported event.